Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received that stated a nurse received a needle stick. The pt received the medication via a gluteal needle. At the conclusion of the injection, the needle became detached from the syringe and "separated, flipped back and stuck her on the back of her left hand-through the glove." The nurse reportedly is not receiving medical treatment.